Event description:
It was reported that sudden stoppage of the anesthesia machine, resulting in severe hypoxia and co2 accumulation in the patient. Manual ventilation was switched, and the anesthesia machine was replaced to continue the surgery, no health consequences have reportedly occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
It was reported that the anesthesia machine suddenly paused and failed to supply oxygen properly, no patient injury. As soon as dräger was informed of this event in the adr system, it was reported to the manufacturer for investigation (internal number (B)(4)). It was confirmed with the on-site engineer that the user had not contacted dräger to participate in the maintenance of the event, which was carried out by a third party. The product involved was manufactured in 2013 and has been in use for 11 years, its use and maintenance status is unknown. The root cause of the event could not be confirmed due to the absence of bad parts and further information. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that sudden stoppage of the anesthesia machine, resulting in severe hypoxia and co2 accumulation in the patient. Manual ventilation was switched, and the anesthesia machine was replaced to continue the surgery, no health consequences have reportedly occurred. "The device has no UDI as an UDI was not required at the time the device was manufactured."